Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting and disoriented. The patient was also diagnosed with a bladder infection. The patient was treated with ivf (intravenous fluid), insulin drip and zosyn. The patient was also prescribed levaquin. The patient was released two days later. The pod was worn when seeking medical attention.